Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The second of two reports involving the same mayfield skull clamp from the same facility. A (B)(4) mayfield skull clamp slipped during a cranioplasty. The unit was in contact with the patient. The patient did not experience an injury as a result of this event. Additional clinical information has been requested.